Event description:
The patient was in an altercation with the police and received a blow to the chest. Following this incident, there were major changes in the atrial lead impedance. Further testing confirmed a lead integrity issue. Also, an arrhythmia episode, recorded after the incident, shows noise on the atrial lead. This lead was explanted and returned.